Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips slipped off the cystic duct and artery. The gallbladder was removed and a drain was placed. Right before the pt came off the table the drain started pouring off blood and the pt was reopened. The clips on the cystic artery were loose and one had fallen off and either the upper of the lower jaw of the er320 was found inside the pt. One unit of blood was transfused in or. The estimated blood loss in not known at this time.